Manufacturer narrative:
The initial reporter received and added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the probe was worn and had a bent tip on the pointer. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the probe was worn and had a bent tip on the pointer. No patient was present at the time of the event.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the probe was well worn with many nicks and scratches and all color faded from the probe. As reported, the tip of the probe was nicked and visibly bent. The probe was replaced. If information is provided in the future, a supplemental report will be issued.